Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI #:(B)(4). Visual evaluation of the returned device shows a versys femoral head locked into a dual mobility bearing. The head moved freely inside of the poly bearing. The conical taper was free of damage and debris. The backside of the poly was severely gouged. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates that the overall fit of the acetabular implant is unremarkable. There is a superlateral dislocation and bone quality is osteopenic. The greater trochanter and entire femoral implant are not entirely included on the image but the portion seen shows abnormal osseous irregularity possibly related to a prior fracture with heterotopic ossification. The acetabular cup abduction angle measures 42 degrees. Anteversion can not be measured on the image. Subsidence or osteolysis can not be excluded. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Brand name: femoral head sterile product do not resterilize 12/14 taper. Concomitant medical products: item# xl-200146 act artic hd arcom xl 28x40mm lot# 140070, item# unknown shell lot# unknown, item# unknown stem lot# unknown, item# unknown liner lot# unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision approximately 3 1/2 months after initial total hip arthroplasty due to disassociation leading to dislocation. Attempts were made to obtain additional information; however none was available.